Event description:
A review of service data has detected a reportable event. Upon servicing, belt sn (B)(4) failed incoming functional testing. The last pt to use belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the j3 tab inside of the rear 2 therapy pad (te) was not properly soldered. The cause of the incoming test failure is the improperly soldered j2 tab. The root cause of the improperly soldered j2 tab cannot be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.